Event description:
Non- integration. July 25th, implants were place, later patient came in with implants in a bag. No other information was provided.

Event description:
Non- integration. (B)(6), implants were place, later patient came in with implants in a bag. No other information was provided.